Event description:
Customer reports a dock that began to smoke and gave off a burning smell. No adverse event occurred. The used devices was returned to the manufacturer. The manufacturer has confirmed that the device malfunctioned based on complaint information provided. Information reported by user is being reported as required by 21 cfr 803.

Manufacturer narrative:
CAPA to ensure heater alignment of the cassette and investigate other actions to prevent melting.